Manufacturer narrative:
One 160656 was received in opened original packaging, the reported catalog number was verified, the lot number was not reported however the packaging indicates lot number 201802064. Visual inspection found that the nozzle was not attached to the device and that the needle was off center. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. There has been 2 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding 7 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following; inspect the probe for any damage; do not use if you suspect any damage is present; notify the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 160656, argon probe, broke during a gyn endometriosis procedure on (B)(6) 2019. The tip was retrieved, and the procedure was completed as planned to use another handpiece (same type.) This report is being raised based on device malfunction with potential for injury upon reoccurrence.